Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Performed pre-fill test to reservoir and no air bubbles or leakage were observed during analysis. Checked o-rings/stopper groove for defects and none were found.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin leaked around the rubber seal and air bubbles were inside of the reservoir. Customer's blood glucose was unknown at the time of incident. No further details given.